Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the initial inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: upon receipt at our post market quality assurance laboratory, this coyote es device was examined. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the shaft 63mm from the tip. Microscopic examination revealed a hole in the guidewire lumen at the buckling. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported balloon rupture. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as unintended use error caused or contributed to event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During the initial inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.